Manufacturer narrative:
No medwatch form received from user facility. H.3: investigation not completed at this time.

Event description:
Unit returned without comments. No injury or delay reported associated with this individual device.